Event description:
The customer reported a possible false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. The customer indicated that the patient had tested positive for covid-19 via pcr testing on (B)(6) 2025 and was tested with ID now covid-19 2.0 assay on (B)(6) 2025 due to the patient having been in contact with a covid-19 positive patient. Confirmation testing was not performed. The customer stated the patient was symptomatic with a fever. The customer confirmed there was no death, serious injury, delayed treatment or any adverse event on this issue.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a possible false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. The customer indicated that the patient had tested positive for covid-19 via pcr testing on (B)(6) 2025 and was tested with ID now covid-19 2.0 assay on (B)(6) 2025 due to the patient having been in contact with a covid-19 positive patient. Confirmation testing was not performed. The customer stated the patient was symptomatic with a fever. The customer confirmed there was no death, serious injury, delayed treatment or any adverse event on this issue.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of trend / unexpected performance at the product family level.